Event description:
The event is reported as: "complaint alleges: "the problem primarily exists when they use the neptune with the standard" column on the sensormedics 3100b. When the water bottle is full and until about the half-empty point the patient is well humidified. When the water bottle reaches the half empty mark it appears that water stops flowing into the column and the patient is ventilated with dry gas. They have tried squeezing the bottle to get the flow going again but that does not seem to work." No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.